Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a 39-year-old female patient who had essure (batch no. 787221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, vaginal delivery in 1996, grand multiparity, c-section in 2000 and miscarriage. Concurrent conditions included morbid obesity, thrombosis, ecchymosis, ovarian cyst, urinary frequency, allergic reaction to antibiotics, vomiting, dysfunctional uterine bleeding and urine discolouration. On ((B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 8 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), blood disorder ("blood or heart disorder/condition"), eye disorder ("eye problems"), cardiac disorder ("blood or heart disorder/condition"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping") and visual impairment ("vision problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, eye disorder, cardiac disorder, weight increased, fatigue, nausea, abdominal pain and visual impairment outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: per pfs: discrepancy in insertion date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Ultrasound scan vagina - on an unknown date: confirmation test were other ¿positive. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received: new events: vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, eye disorder, cardiac disorder, weight increased, fatigue, nausea, abdominal pain, abdominal pain lower were added. Product batch number added. Reporter, patient demographic information, other relevant history updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and thrombosis ("blood clots") in a 39-year-old female patient who had essure (batch no. 787221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, vaginal delivery in 1996, grand multiparity, c-section in 2000 and miscarriage. Previously administered products included for pe: coumadin from 2000 to 7-jun-2018; for urinary problem: keflex from 2014 to 7-jun-2018. Past adverse reactions to the above products included deep vein thrombosis with coumadin. Concurrent conditions included obesity, thrombosis, ecchymosis, ovarian cyst, urinary frequency, allergic reaction to antibiotics, vomiting, dysfunctional uterine bleeding and urine discolouration. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 8 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and nausea ("nausea"). In 2014, the patient experienced blood disorder ("blood or heart disorder/condition") and visual impairment ("vision problem/blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), eye disorder ("eye problems"), cardiac disorder ("blood or heart disorder/condition"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, eye disorder, cardiac disorder, weight increased, fatigue, nausea, abdominal pain and visual impairment outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: per pfs: discrepancy in insertion date diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Ultrasound scan vagina - on an unknown date: confirmation test were other ¿positive essure confirmation test: total bilateral occlusion most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet, event dates, new event blood clots were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("persistent bleeding") and thrombosis ("blood clots") in a 39-year-old female patient who had essure (batch no. 787221) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood pressure high, vaginal delivery in 1996, grand multiparity, c-section in 2000 and miscarriage. Previously administered products included for pe: coumadin from 2000 to (B)(6) 2018; for urinary problem: keflex from 2014 to (B)(6) 2018. Past adverse reactions to the above products included deep vein thrombosis with coumadin. Concurrent conditions included obesity, thrombosis, ecchymosis, ovarian cyst, urinary frequency, allergic reaction to antibiotics, vomiting, dysfunctional uterine bleeding and urine discolouration. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 8 days after insertion of essure, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and nausea ("nausea"). In 2014, the patient experienced blood disorder ("blood or heart disorder/condition") and visual impairment ("vision problem/blurry vision"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), eye disorder ("eye problems"), cardiac disorder ("blood or heart disorder/condition"), weight increased ("weight gain"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, blood disorder, eye disorder, cardiac disorder, weight increased, fatigue, nausea, abdominal pain and visual impairment outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, blood disorder, cardiac disorder, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: per pfs: discrepancy in insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Ultrasound scan vagina - on an unknown date: confirmation test were other ¿positive essure confirmation test: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.